Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the blood glucose was 46mg/dl which she treated and the current blood glucose is 131mg/dl. Troubleshooting was performed. The insulin pump will not be returned for analysis and replacement will be sent to the customer.